Manufacturer narrative:
Pc-(B)(4). Unknown; captured as awareness date exact implant date is unknown. Only implant year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed additional information was requested, and the following was obtained: do you have the linx product code? Code unknown, device still implanted. Do you have the lot number and serial number (if applicable)? Unknown, device still implanted. On what date the device will be explanted? Explant previously scheduled for (B)(6) 2021 but has been canceled and not rescheduled as of yet. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Unknown. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes if yes, what diagnostic testing was done and have they received the test results? Gastric emptying study, esophageal manometry, and egd were done. Patient has received results. Unknown if they would be available to us. Did they have an autoimmune disease? No. Has the patient been prescribed medication? If yes, unknown. Why was the medication prescribed? Unknown. Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Unknown. Are they currently taking steroids / immunization drugs? Unknown. Additional information received: the patient had the device removed on (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and nausea? Besides the reported dysphagia and nausea, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device is to be explanted due to dysphagia and nausea. Explant has not yet been scheduled. Gastric emptying study, esophageal manometry, and egd were done prior to deciding to explant the device.